Event description:
Rptr indicated via clinical notes rec'd to the MFR that breakthrough seizure events occurred on (B)(6) 2007 and (B)(6) 2007. The pt has been seizure-free since (B)(6) 2007. Attempts for further info are in process.